Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure (leaflet grasping - clip not implanted), associated with the inability to grasp the leaflets, appears to be due to poor leaflet tissue quality. The reported image resolution poor was due to challenging anatomy with rotated heart. The reported tissue injury appears to be due to the grasping attempts in conjunction with poor leaflet quality. The reported death was due to pre-existing patient condition. The reported patient effects of tissue injury and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The event was further reviewed by an abbott medical affairs team. The reviewer stated the following: no imaging was provided for this review. This review was based on the narrative. The patient presented with acute mr and acute chf (congestive heart failure). The patient had had a previous teer (transcatheter edge-to-edge repair) procedure and was now noted to have an slda and associated tissue tear from that procedure. The slda and tear were due to poor tissue integrity per physician's report. An attempt was made (with the current procedure) to stabilize the slda with an ntw clip, however, the operator noted new tissue injury during attempts to place the clip. This clip was deployed but did not improve the mr. A second xtw clip was introduced but could not grasp the leaflets and was removed. The patient died the following day presumably from persistent, acute chf. The cause of death was acute mr with associated acute chf from an slda and leaflet tear form the procedure which had been done approximately 4 month earlier; this led a cascade of events as noted above which caused the death in a patient with significant comorbidities. If imaging becomes available, we may be able to further define the root cause.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, poor leaflet integrity and a rotated heart. Due to the rotated heart, imaging was challenging. It was noted one clip had been previously implanted but had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, and ntw clip (30411r1065) was inserted. Grasping was noted to be difficult, causing damage to the leaflets. The clip was then able to be deployed, but mr remained at a grade of 4. An xtw clip (30623a1009) was then inserted but was unable to grasp the leaflets. However, it was noted this clip also caused damage to the leaflets. Therefore, the clip was removed, and the procedure was discontinued. The following day, the patient died. No additional information was provided.